Event description:
IV pump was set to infuse a tpn bag over 24 hrs at a rate of 85 ml/hr but ran out 4 hrs too soon. On inspection, rate was still set at 85 ml/hr. The alleged malfunctioning dme unit was returned to owner co, medical specialties, which tested the device to find nothing wrong with it.